Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experience a rapid gas loss. The iabp unit was pulled from service. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to investigate. Upon arrival, the fse observed that the iabp console was in the hospital's cart, was not connected to a/c power, and was in hall outside biomed office with a red note on it stating ¿error, gas loss in iab circuit.¿ the iabp unit successfully completed all power on self-checks. The fse connected the iabp trainer and known balloon and initiated pumping. The iabp successfully completed autofill process and pumped for 15+ minutes without any issues. Alarm logs revealed multiple gas loss in iab circuit, iab disconnected, no trigger, and augmentation below limit set point alarms. The fse did not detect any events within event logs related to ¿rapid gas loss while on a patient¿ and was unable to duplicate the customer's reported issue. The fse then completed a full preventive maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experience a rapid gas loss. The iabp unit was pulled from service. It is unknown if there was any patient harm/injury; however there was no adverse event reported.